Manufacturer narrative:
This report is submitted on 16 january 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to an extrusion of the electrode array into the auditory canal. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted march 19, 2020.